Event description:
A caller reported that the control-iq system was not adjusting insulin delivery as expected. The customer's blood glucose level was displayed as "high," but the specific value was unknown. Manual boluses were administered through the pump to address the high glucose levels. There was no assistance required from a third party. The control-iq setting remained on, and the caller was educated about how it predicts glucose values based on continuous glucose monitoring readings and adjusts insulin accordingly. Customer reverted to an alternate method of insulin delivery.